Event description:
The customer reported a high blood glucose level, with the specific value displayed as "high" on the cgm. Cause was not known. The customer took corrective action by administering a correction bolus via the pump. Technical support advised the customer on inspecting the site, tubing, and infusion set, ensuring no issues were present, and recommended consulting a healthcare professional to discuss factors potentially affecting blood glucose levels. The customer acknowledged the advice, planned to replace supplies as necessary, and continue insulin therapy.